Manufacturer narrative:
No reported patient or surgical involvement. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 5, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill stop would not hold its position on a cannulated stepped drill bit. Instead, the device slides freely and does not hold a set position. It was mentioned that the button does not function properly, preventing the device from holding a set position. No patient or procedure was involved in this event. This issue was discovered by the scrub technician prior to a procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: a tfna drill stop (03.037.023) was received at the investigation site with the ledge on the inner plunger broken, preventing the drill stop from being retained along the shaft of a tfna stepped reamer. The prototype shop disassembled the returned part to provide a better view of the damage to the inner plunger. This confirmed that the far end of the ring that engages with the grooves in the reamer had snapped off. This prevented the ring from catching on the grooves of the shaft, making it unable to stop on the shaft of a stepped reamer supplied at the investigation site. If the user failed to press the button and instead slammed the drill stop downward, this could have caused the shelf on the retention ring to break, although it would have required a lot of force to do this without a hammer. It¿s possible that the plunger was not hard enough to withstand the force of being pressed against the drill, but this is unknown without a manufacturing evaluation. Another explanation is that the user slid the drill stop on the fluted part of the reamer, and then turned on the power, which would have caused the spinning flutes to snap the protruding inner ring. However, given the surgeon¿s prior experience with tfn, as related by the sales consultant, it seems unlikely he would make this error. The broken plunger caused the drill stop to malfunction, but the precise cause of the breakage is unknown. A pending manufacturing evaluation will help determine whether the part was hard enough to perform its intended function. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: a review of the manufacturing documents specific to hardness confirms that the plunger component was hardened and tempered per requirements. All pieces were accepted and no failures were identified. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.